Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, when they closed the pulmonary artery, the patient had blood loss greater than or equal to 500cc. They replaced the blood vessel staple to complete the case.